Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were not able to fill the reservoir. Customer's blood glucose level was 302 mg/dl at the time of incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoirs test per (B)(4) and (B)(4) . Found reservoir no occluded anomaly. Also, performed manual test per (B)(4) appendix g and found plunger easy to release from stopper-plunger.